Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd preset¿ arterial blood collection syringe there was an issue with foreign mater. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, the customer found 1ea abg has fm in the barrel before use.